Event description:
Patient reported "ruptured implant", "signs of violation of integrity of the endoprosthesis" and "capsule is folded in large creases" confirmed via ultrasound. Healthcare professional later reported "pain in the breast, changes in shape and density". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.